Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Evaluation summary: no devices or photos were received, therefore, the condition of the components is unk. Surgical notes from the primary surgery and the revision surgery were not provided. It is unk whether the neck and head were implanted with the correct fit and orientation per surgical technique. Instruments used in the primary surgery is unk. X-ray images post primary surgery and from successive pt visits were not returned. Pt factors that may affect the performance of the components such as height/weight, bone quality, activity level, type of activity (low impact vs. High impact), rehabilitation protocol both physiological and pharmaceutical and compliance thereof are unk. As the complainant states the revision was done as the result of a dislocation and the original cup position, the shell may not have been implanted with the correct fit and orientation per surgical technique. The dislocation may have been the result of poor cup positioning or other factors outside of the cup position. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verity or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
It is reported that the pt was revised for dislocation and original cup position.